Event description:
It was reported to philips that the device is unable to charge. There was no patient involvement.

Event description:
It was reported to philips that the device is unable to charge. There was no patient involvement.

Manufacturer narrative:
Added health impact; added to description of problem.

Event description:
It was reported to philips that the device is unable to charge. There was no patient involvement. The field service engineer (fse) evaluated the device and confirmed the charging issue. The device needs a therapy pca. It was determined that this was a malfunction of the therapy pca it was replaced and the charging issue was resolved. The device remains at the customer site.